Manufacturer narrative:
Unique identifier (UDI) # (B)(4). The qc was acceptable. There is no indication for a performance issue of the reagent or the instrument. The field service representative was unable to determine the cause for the issue. He checked sample probe adjustments and the clot sensor, which were within specification. He inspected the mechanisms for obstructions, and none were observed. He checked sipper probe adjustments and no abnormalities were observed. As a preventative measure, he replaced the sipper probe, black tubing, and measuring cell. He performed adjustments, replaced the pinch tubing, and conditioned the sipper fluidic path. A general instrument or reagent problem could not be identified. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received questionable elecsys estradiol iii assay results for one (1) patient sample on a cobas e411 immunoassay analyzer. The initial result was 118.3 pg/ml. The result was reported to the physician, who questioned the result based on a previous result from the patient obtained on (B)(6) 2021. The previous result was not provided. The sample was repeated and the result was 1137 pg/ml. The repeated result was believed to be correct. There was no treatment based on the original result. The reagent lot number is 50390105 with an expiration date of 31-oct-2021.